Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of a greater than 5 cm diameter abdominal aortic aneurysm. It was reported that on a follow up cta scan done, the contra-lateral limb was found occluded. The cta scan showed that there was significant thrombus in and proximal to the stent graft. The cta scan showed that there was no thrombus in the ipsi-lateral limb. The stent graft had no visible kink or stenosis anywhere. The stent graft appeared to be fine. Per the physician, the cause of stent graft occlusion was possibly due to patient having some sort of coagulation issue that was causing all of the thrombus proximal to the graft and inside of the graft. Per the physician, the event was related to the device and procedure. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information received reported that a secondary intervention was done. The physician was not able to get a wire through the occlusion so the physician performed a fem-fem bypass on the patient. No additional clinical sequelae were reported and the patient is fine.